Event description:
The customer reported that she was hospitalized due to high blood glucose levels greater than 1000 mg/dl. The customer was also dehydrated and was vomiting. The customer stated that she was accidentally poisoned, and was taking steroids. The customer was told that the steroids could have caused her blood glucose levels to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer felt that the insulin pump was working properly, and declined further troubleshooting. Nothing further was reported.